Event description:
Allegedly a plate/screw engagement causes a "shard" of metal to come out. This occured in the proximal end, medial locking screw hole. All other screw went in without this issue. This occured during a right mpj fusion and the issue was resolved by locking the screw into the plate and was implanted. The sales rep was present at the procedure and the surgery was not delayed more than 30 minutes. In no way was the patient compromised, but a previous incident similar to this has occured, MDR report #1043534-2014-00149.

Manufacturer narrative:
This MDR is the same incident as MDR #1043534-2014-00174. The investigation is not yet complete. Trends will be evaluated. This report will be updated when the investigation is complete.